Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to noise on (B)(6) 2015 and replaced with a competitor lead. This lead and the competitor lead were extracted and replaced on (B)(6) 2019.